Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the precision aiming device was experiencing difficulties tightening. The reported issue occurred during a cranial biopsy. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.